Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed, and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the ventricular lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.